Event description:
Additional information received reported the catheter did not have a diagnosed aspiration issue. The implanting physician did not want to replace or aspirate the catheter during the pump revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Pump model/serial #: unk, implanted: (B)(6) 2012, explanted: unk; programmer model: 8840, serial#: unk; catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4).

Event description:
It was reported that the patient's device reached eos (end of service) on (B)(6) 2012 and patient was soon transferred from the nursing home to the ER due to "withdrawal." Symptoms included itching, increased tone and clonus. Drug delivered via the device was compounded baclofen. It was later reported that an emergency replacement took place due to eos. It was further stated that the healthcare provider (hcp) was unable to aspirate the existing catheter so the back table prime of 0.3ml was done with the new drug that was lioresal 2000 mcg/ml and was later followed by a partial bridge bolus for the 1500 mcg/ml that was in the existing catheter once it was connected to the new pump. The new drug was programmed to a daily dose of 260mcg/day. The battery depletion was indicated as normal. Following replacement, patient outcome was noted as "doing well, no problems."